Event description:
It was reported a patient had an infection. There is no further information available. Upon follow-up, a nurse familiar with the patient reported this patient had a pd catheter (not a fresenius product) that became entangled in the intestines. Subsequently, the pd catheter (not a fresenius product) became infected. The nurse confirmed the patient did not have any adverse effects from use of any fresenius device, or product. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. C-774820 (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).